Event description:
It was reported that during interrogation, an error message was seen that therapy could not be delivered. Diagnostics were noted to be within normal limits. Internal generator data was received and reviewed. It was also noted that the patient underwent a procedure several weeks prior where the magnet was used to inhibit stimulation by taping on the skin over the vns site. It was noted that the magnet was taped for several weeks following the procedure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient later underwent a generator replacement. The device was received by the manufacturer for analysis but has not been completed to date.

Event description:
Product analysis was completed on the suspect device. Initial data download shows (command impedance history) no low impedance history. The last magnet swipe recorded prior to explant was (B)(6) 2024. In addition, the initial data download shows ¿rstate¿ (command therapy) equals 02 = offtime indicating an open reed switch. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. Product analysis worksheet, device data, and wandcomm data were reviewed and no anomalies were seen.